Event description:
The customer reported an intermittent internal paddles connection to the device.

Manufacturer narrative:
(B)(4): the customer reported an intermittent internal paddles connection to the device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.